Manufacturer narrative:
The device was evaluated by the MFR and the event as reported was duplicated. The unit was found to have a faulty power plug. The power plug was replaced and the device was returned to svc after it passed all functional and safety tests.

Event description:
It was reported that the device was sparking when it was plugged into the outlet. The device was not used in the procedure. There was no pt involvement or adverse consequences.